Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported a battery failure. There was no patient involvement.

Manufacturer narrative:
G4: 06apr2020, b4: 07apr2020. Customer refused service due to being out of warranty. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. I f any new, relevant information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.